Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The permanent cautery spatula (pcs) instrument was analyzed and found to have the cable crimp from wrist control cable at the grip hub dislodged. As a result, the cables appeared to be broken but it was not. The cable crimp is captured inside the welded grip. Additional observation related to the customers complaint: the instrument was found to have a derailed grip cable from its normal position at the distal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause of the dislodged cable crimp was attributed to component failure. The probable root cause is attributed to a loss of cable tension.

Event description:
Refer to h11 for follow-up information.